Event description:
During a breast biopsy procedure the probes would not retreive any samples. This occurred several times and the case was aborted. The patient was sent home under normal post biopsy instructions with no consequences. Devices were discarded. Sterile product is being returned for evaluation.